Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: component codes added 451 - electrode. H6: investigation code added to 3331 - analysis of production records. H6: investigation findings code added to 3221: no findings available. H10: additional narratives/data. The following sections have been corrected:. H6: device code updated to 2993: adverse event without identified device or use problem. H6: device code updated to 2682 - patient-device incompatibility.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes. The patient says the skin was a red itchy rash with bumps while using 72r electrodes. He changed the electrodes every day and rotate the position on his skin. The patient confirmed that he does have sensitive skin, he spoke with his doctor who suggested him to use cortizone cream on area. The patient was advised to take a break in treatment until his skin is completed healed. Afterwards, the patient should conduct a time test at 1 hour increments starting with 63b electrodes. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes. The patient says the skin was a red itchy rash with bumps while using 72r electrodes. He changed the electrodes every day and rotate the position on his skin. The patient confirmed that he does have sensitive skin, he spoke with his doctor who suggested him to use cortizone cream on area. The patient was advised to take a break in treatment until his skin is completed healed. Afterwards, the patient should conduct a time test at 1 hour increments starting with 63b electrodes. It was reported that no further information is available.